Event description:
On (B)(6)2022 getinge became aware of an issue with one of surgical lights - powerled. It was stated the corrosion occurred and a paint was peeling on the headlight and fork. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
The initial reporter is biomedical service technician sw getinge. Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with our surgical lights ¿ powerled 700. It was stated the corrosion occurred and a paint was peeling on the headlight and fork. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. An estimate for the replacement of damaged parts has been established by the technician. It was established that when the event occurred, the surgical light did not meet their specifications due to paint chipping and rust which contributed to the event. The available information indicates that upon the event occurrence the device was not being used for patient treatment. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue of paint peeling on powerled and hled surgical lights, there was one event which led to the serious injury, and it was related to the paint chipping problem. Comparing the number of claimed devices to number of sold devices worldwide, we can assume that the failure ratio is high for the paint peeling and moderate for the corrosion. A root cause analysis for paint peeling problem was performed by subject matter experts at the manufacturing site, who concluded that all maquet sas products comply with: ¿ iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. ¿ iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. ¿ paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. ¿ disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual (e.g. Powerled¿s IFU 01581 rev. 9, page 27) includes the instructions to pre-position the light prior to use, in order to prevent damages by potential interactions with possible obstacles. To prevent any similar incident, it is recommended to avoid collisions between devices. Visual inspections during the cleaning allow to detect the painting defect. It is recommended to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. With regards to the corrosion, subject matter experts at manufacturing site indicates as the most possible root cause: problem impacts and shock. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.